Event description:
It was reported that during the one-week post-implant evaluation, the right ventricular lead impedance was high and the lead was not capturing. A lead dislodgement or device set screw issue was suspected, and upon lead evaluation, there was no lead dislodgement. When the set screw was re-tried, the device functioned normally, however, the physician requested another device. The de. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).